Event description:
Reportedly, a warning message for "lead impedance >3000ohms" was displayed one day after implant upon interrogation of the subject device. During the follow up, the tests performed did not reveal anomalies: the impedance values were normal. Preliminary analysis confirmed the displayed warnings were more likely alarms. An explanation was requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending. See scanned pages.